Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the merlin transmitter did not power up after a major electric storm. After removing the prongs, one of the green strips was charred half way. The device would be replaced.